Event description:
Reporter indicated that pt's generator "had been programmed to off due to a hyper-manic episode." Physician also reported that patient has not received any benefit from vns since implant. Physician plans to turn generator back on when pt recovers from manic phase.

Event description:
Reporter indicated the vns has been disabled for many years. Manufacturer review of programming history documents the vns was disabled on (B)(6) 2008.